Manufacturer narrative:
The associated complained devices were not returned for analysis.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the visionaire cutting block were not fitting the patient because they were too large and had more overhang than according to the plan. Surgeon bailed to standard instrumentation.